Event description:
On 2019 initial l2, l3, l4, l5, s1 instrumentation surgery was performed. On (B)(6) 2023, revision t10, t11, t12, l1, l2, l3, l4, l5, s1 instrumentation extension surgery was performed. Pre- or post-op x-ray, picture, etc., were not provided. All removed components were not returned for evaluation. The failure modality of removed implants is unknown. No harm or injury to the patient was reported before or after the surgery. Last surgery (B)(6) 2023 doctor's operative report was provided. The cause is pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.) Per dr's operative report .

Manufacturer narrative:
The cause of the failure is non-device-related factors such as adverse events related to the patient's condition. The observed implant failure(s), however, can result from excessive loading and/or the absence of fusion within six months post-surgery.